Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient had the ins replaced because the patient developed problems on the right side instead of the left side and the ins was not adaptable for a second lead to cover the other side and put another lead in. The patient said they originally got the ins for the left side because they had a damaged left sciatic nerve. The patient said the problem was on the left initially but as they have gotten older, their back was falling apart and it was progressing. The patient stated that the right side pain started before a fusion surgery they had in (B)(6) 2013 because herniated discs were causing the pain. The patient said the fusion solved that right side problem. The patient stated that in (B)(6) 2017 the right side pain and right side muscle spasms began when the patient herniated l2. The patient said they had another fusion surgery on (B)(6) 2017 however that second fusion did not solve the problem and they continued to have the pain to the point it was affecting their heart, it was affecting their blood pressure and they were hallucinating; the patient was in the hospital and had 3 ER visits then did rehab to get back on their feet and they said the side effects of the pain were going to kill them. The patient said that on (B)(6) 2017 they had another surgery. The patient stated that after the fusion they realized they needed more coverage for the right side and they realized the ins would not accommodate the right side when they did the x-rays and could see it only had one portal it did not have 2 portals to accommodate a second lead. The patient said that they had the ins replaced and it eliminated all the muscle spasms. The patient noted that prior to getting the new ins they were only getting 3 or 4 hours of sleep at night and now they were getting now 6 or 7. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know the status of the ins as it had been explanted. The patient noted that their ins worked very well for their left sciatic nerve damage/pain for 38 years. The patient said they now had right side involvement after a spinal fusion on 2018-(B)(6) after herniation of l2 and they continued to have severe muscle spasms and sciatic and femoral nerve pain. No further complications were reported/anticipated.